Manufacturer narrative:
A ge service rep performed an on site investigation. The charger board was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a precharge voltage error. There is no report of death or serious injury associated with the complaint. This error will likely prevent the system from booting, which would result in a loss of imaging functionality.